Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that 142 units of insulin were in the cartridge, when the pump load step was completed, the pump indicated 137units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/23/2013: the device was returned to animas and evaluated by product analysis on 07/29/2013 with the following results: no defect was found. Black box review reveals no activity outside of normal use, no evidence of ¿load step malfunction¿ is observed. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passed ¿ez-prime¿ steps and loaded a full cartridge successfully. Force sensor calibration reading is within specification. Pump was opened, force sensor flex pins was found intact and secured to the printed circuit board socket, no intermittent condition was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release